Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Lap bilateral salpingo-oophorectomy - the surgeon deployed the bag, and placed the specimen in the bag. As the surgeon was retracting the plunger/actuator to close the bag, the string broke. The specimen fell out the of the bag, and it was noted that the bead was still attached to the string with about 1-2mm of string left to pull out with grasper. The string appeared to look a little frayed, and was not a clean cut. According to lab testing, there was nothing malignant with the specimen, and they pulled the specimen out of the trocar site without the bag. The product was disposed by the facility and the product will not be returning. Patient status - no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.